Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving a baclofen with concentration 1700.0 mcg/ml at a dose rate of 468.4 mcg/day and morphine with concentration 1.6 mg/ml at a dose rate of 0.4409 mg/day via an implantable pump for stroke and intractable spasticity. It was reported that the patient went to the emergency room and the manufacturer was notified and nas had contacted the company representative. The pump was critical alarming and the patient was experiencing withdrawal. The pump was interrogated on (B)(6) 2018 and the pump logs indicated motor stall occurred. The event occurred during normal use. When the pump was read, the estimated elective replacement indicator was 12 months. Regarding the motor stall no action was taken. It was further reported that the company re presentative was told the patient was being admitted for treatment of their pneumonia and then they would address the stalled pump by consult and have it replaced. It was clarified that the patient was found to have pneumonia when they presented with the critical alarming pump regarding the stall. It was unknown if surgical intervention occurred and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report. The patient was without injury at the time of the report. The company representative planned to attempt contact with another company representative to make contact with the managing physician. Environmental/external/patient factors that may have led or contributed to the issue was noted as being none. The patient¿s weight was indicated as having been requested but would not be made available. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from a consumer on 2020-oct-14. It was reported that ¿they heard the critical alarm back in 2018 because the pump just quit all of a sudden.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 - analysis of the implantable pump (serial # (B)(4)) identified residue in the motor gear train and wearing on the shaft of the gear or the rotor. H6 - eval code-method (B)(4) no longer applies. Eval code-result 4118 no longer applies. Eval code-conclusion 67 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. No actions or interventions were taken to resolve the motor stall. The motor stall did not recover. The cause of the motor stall was not determined. The motor stall was not resolved, and it was indicated that the patient was admitted and treated for pneumonia. The patient¿s spasticity was managed with medication. The pump was explanted and replaced on (B)(6) 2018 and was to be returned to the manufacturer for analysis.